Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported device entanglement could not be conclusively determined.

Event description:
During a procedure, when attempting to remove the hd grid catheter, the ablation catheter became entangled in the splines of the hd grid catheter. The catheter was still able to be withdrawn from the patient and at that time one of the splines was cut to release the ablation catheter. There were no adverse consequences to the patient.